Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s); "a system message displayed" (device displays error message); "the system stopped working" (loss of power). The nurse reported a system message displayed at the end of the case. The system stopped working. The surgeon did not reboot the system. The case was completed and before the next case began, the system was switched out. The remaining cases were completed with the back up system. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and found system messages in the event log. The pcb was replaced and sent for in-house evaluation. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).